Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. One year of service history was reviewed for this device with no further issues related to the reported condition identified. The device serial number history report indicates no further related issues have been reported for this device. Correction: a field service engineer fixed the IV pole screw and button. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be loose IV pole button.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. The IV pole clamp was installed. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. The IV pole clamp was installed. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.